Manufacturer narrative:
Batch review performed on (B)(6) 2025: lot 2431155: (B)(4) items manufactured and released on 25-11-2024 expiration date: 2029-11-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved batch review performed on 10-june-2025: mpact 01.32.4048hc10a face-changing 10° pe hc liner ø40/f lot 2429879 (k183582): (B)(4) items manufactured and released on 05-02-2025, expiration date: 2030-01-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months from primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.